Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was not determined that the station wasn't communicating. A technical support specialist dialed into the device and reviewed the data synchronization details confirming that no issues were detected and then checked the recent records from the medication dispensing station and found no errors. The technical support specialist proceeded to access the server through the health sight viewer where the device showed no attention notifications. After contacting the pharmacy department, the technical support specialist was informed that the issue had already been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user had received a notification that the hsv station was not communicating, but she did not have information about what was not crossing over., which located on crmc 6w. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.